Event description:
Report of a hole in the catheter.

Manufacturer narrative:
On (B)(6) 2025, the complainant reported that a midline catheter was removed and a leak was identified in the line. The line was returned to avi for evaluation and a hole in the line was confirmed. The complainant reported that the line was removed because the patient reported pain while flushing. The midline was replaced with a central line. No root cause of the hole that caused the leak could be determined.